Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
B4: date of report.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was between 45-500 mg/dl. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.